Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 556 mg/dl. A bolus was delivered to address bg. The cause of the event was not known. The customer was hospitalized and treated with intravenous insulin drip. Elevated bg was resolved. The customer was discharged on (B)(6) 2018. Tandem technical support assisted the customer with a pump system check and no device issues were identified.